Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('excruciating pain on my right side into my back') and gallbladder disorder ('gallbladder problem') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and gallbladder disorder (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and gallbladder removal). At the time of the report, the back pain and gallbladder disorder outcome was unknown. The reporter considered back pain and gallbladder disorder to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media-back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: back pain was updated to serious incident. New event was added: gallbladder problem. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('excruciating pain on my right side into my back') and gallbladder disorder ('gallbladder problem') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant) and abdominal distension ("prior to surgery I looked 5 months pregnant") and was found to have weight increased ("prior to surgery I looked 5 months pregnant"). The patient was treated with surgery (hysterectomy and gallbladder removal). Essure was removed. At the time of the report, the back pain, gallbladder disorder and weight increased outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, back pain, gallbladder disorder and weight increased to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media-back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : following event was added : prior to surgery I looked 5 months pregnant. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('excruciating pain on my right side into my back') and gallbladder disorder ('gallbladder problem') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), abdominal distension ("prior to surgery I looked 5 months pregnant"), alopecia ("hair loss"), tooth loss ("tooth loss"), abdominal pain ("pain in abdomen"), tinnitus ("ringing in ears"), headache ("headaches"), feeling abnormal ("foggy memory"), malaise ("not feel good"), pain ("whole body hurts"), anxiety ("anxiety"), mood swings ("mood swing"), libido decreased ("low sex drive"), depression ("depression"), palpitations ("heart palpitation") and pelvic discomfort ("baby kicking (flutter)") and was found to have weight increased ("prior to surgery I looked 5 months pregnant"). The patient was treated with surgery (hysterectomy and gallbladder removal). Essure was removed. At the time of the report, the back pain, gallbladder disorder, weight increased, tooth loss, abdominal pain, tinnitus, headache, feeling abnormal, malaise, pain, anxiety, mood swings, libido decreased, depression, palpitations and pelvic discomfort outcome was unknown, the abdominal distension had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, feeling abnormal, gallbladder disorder, headache, libido decreased, malaise, mood swings, pain, palpitations, pelvic discomfort, tinnitus, tooth loss and weight increased to be related to essure. Concerning the injury reported in this case the following were described in the social media-back pain, pelvic discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: new event baby kicking (flutter) was added. Reporter was added. On 29-may-2020: social media received. No new clinical information was received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('excruciating pain on my right side into my back') and gallbladder disorder ('gallbladder problem') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), abdominal distension ("prior to surgery I looked 5 months pregnant"), alopecia ("hair loss"), tooth loss ("tooth loss"), abdominal pain ("pain in abdomen"), tinnitus ("ringing in ears"), headache ("headaches"), feeling abnormal ("foggy memory"), malaise ("not feel good"), pain ("whole body hurts"), anxiety ("anxiety"), mood swings ("mood swing"), libido decreased ("low sex drive"), depression ("depression") and palpitations ("heart palpitation") and was found to have weight increased ("prior to surgery I looked 5 months pregnant"). The patient was treated with surgery (hysterectomy and gallbladder removal). Essure was removed. At the time of the report, the back pain, gallbladder disorder, weight increased, tooth loss, abdominal pain, tinnitus, headache, feeling abnormal, malaise, pain, anxiety, mood swings, libido decreased, depression and palpitations outcome was unknown, the abdominal distension had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, feeling abnormal, gallbladder disorder, headache, libido decreased, malaise, mood swings, pain, palpitations, tinnitus, tooth loss and weight increased to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media-back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : following event was added: hair loss, tooth loss, pain in abdomen, ringing in ears, headaches, foggy memory. New reporter was added. On 23-mar-2020: social media received : following event was added: not feel good, whole body hurts. New reporter was added. On 23-mar-2020: information from social media - new reporter was added. On 23-mar-2020: content received from social media: outcome was changed from unknown to recovering/resolving for event hair loss. Reporter added. On 23-mar-2020: information from social media - new reporter was added, event : anxiety, mood swing, depression, palpitation, decreased sex drive added. On 23-mar-2020: information from social media - new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.